Event description:
Patient representative reported left side capsular contracture baker grade IV, "pulmonary thromboembolism", and "recall." The device has been explanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date (B)(6) 2021. The events of "capsular contracture" and "pulmonary embolism" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade IV; "pulmonary thromboembolism" occurred "almost a month" after explant surgery, believed to be caused by the contralateral side rupture.